Event description:
The hospital reported that three 7 mm extended length endoscope were cloudy. The hospital intends to return the products in question. Refer to MFR report numbers: 2242352-2012-01421 and 2242352-2013-00076 for the related reports.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).